Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 500 mg/dl with agitation and being hyper associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and self-treated with insulin via injection. During troubleshooting with customer technical support, it was alleged that the patient received multiple loss of prime alarms. The patient changed to multiple new cartridges over the last few days and was using and storing the IFU per instructions with the same issue occurring. Cartridges from 2 different boxes were used. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 20-sep-2019 device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2019 with the following findings:. During investigation, the pump passed all required testing for delivery accuracy and force sensor loss of prime. Investigation for the basal delivery duration test was unable to duplicated loss of prime warnings. Force sensor was tested and found to within specification. According to the black box, there were loss of prime warnings on 7/24/2019 were due to an unidentified low force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.